Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, total delamination of valve and wear abrasion. Leak test and microscopic analysis was performed which identified: total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. Additional, corrected and/or changed data: h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., g.1., g.3., h.3., h.6.

Event description:
Device has been explanted.